Manufacturer narrative:
H6: health effect - impact code: 4627 corrected to 4629. Claim#: (B)(4).

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of -4.50/1.5/091 (sphere/cylinder/axis) was explanted from the patients eye on (B)(6) 2023 for an unknown reason. A replacement lens was implanted. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.